Manufacturer narrative:
(B)(4). We have requested further information on the subject mr290v vented autofeed humidification chamber and the event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an mr290v autofeed humidification chamber, provided as a part of an rt380 adult evaqua2 breathing circuit , was found leaking. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an mr290v autofeed humidification chamber, provided as a part of an rt380 adult evaqua2 breathing circuit, was found leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher and paykel (f&p) healthcare in new zealand where it was visually inspected and analyzed. Results: visual inspection of the returned chamber confirmed that there were few cracks on the dome. Further analysis of the chamber confirmed that there was a leak. Conclusion: the reported water leakage was confirmed to be due to cracks on the chamber's dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.